Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer in the united states reported that a false flu b result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10308z, expiration date 28feb2022, serial number (B)(4)). The sample was retested on another liat and it generated negative results. The sample was collected using a nasopharyngeal swab with remel, mr4. Results were automatically charted but then amended with comments after the 2nd run; however, it is unknown if the results were reported. No harm was alleged.

Manufacturer narrative:
An investigation was performed and identified that the flu b CT is relatively late, and amplification is not very robust. It is possible that the sample has a low titer, near the limit of detection (lod) for the test. Results for samples with viral titers near the lod of the test can be expected to waiver between positive and negative. Additionally, internal control amplification for the alleged sample shows signs of suppression. Amplification is weak with a delayed CT. This could suggest a sample-specific issue, which caused pcr inhibition. (B)(4).